Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver discovered particulate matter in a y-set. The care giver stated that there were black specks on the outside of the product but inside the fluid path. The care giver stated they were able to remove the black specks off the product. There was no patient injury or medical intervention associated with this event. No additional information is available.